Manufacturer narrative:
Method & results: device evaluation and results: visual inspection. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted accolade stem, liner and head. The photographs were reviewed by a clinician who stated the following: catastrophic trunnion failure with metal substance loss and tissue metallosis. Adherent tissue over distal bone ingrowth surface, not clear whether bone or fibrous tissue. Major damage to poly liner probably by direct contact with trunnion stump {...} refer to clinician review for further information. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: heterotopic ossification (brooker grade-3) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with an overload condition in the taper junction as adverse effect. Progressive corrosion was the consequence with loss of taper lock functionality and in the end stage spontaneous disassociation of the femoral head with trunnion fracture. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and/or x-rays by a clinical consultant indicated: heterotopic ossification (brooker grade-3) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with an overload condition in the taper junction as adverse effect. Progressive corrosion was the consequence with loss of taper lock functionality and in the end stage spontaneous disassociation of the femoral head with trunnion fracture. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Cone abrasion with fatigue fracture at the femoral neck of the implant. Update per medical review: heterotopic ossification (brooker grade-3) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with an overload condition in the taper junction as adverse effect. Progressive corrosion was the consequence with loss of taper lock functionality and in the end stage spontaneous disassociation of the femoral head with trunnion fracture.